Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-32932. The patient experienced discomfort while exercising due to an unknown cause. During a follow-up, there were noise reversion episodes that resulted in oversensing and false automatic mode switching (ams) episodes on the device. The ams episodes resulted in a loss of pacing and a loss of capture in the atrium. The device was reprogrammed and the patient was stable.